Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and a drop in pacing impedance measurements down to 302 ohms. An insulation issue with the rv lead was suspected and surgical intervention was performed to explant and replaced the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, this lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.